Event description:
One distributor reported to co that one account had reported to them that one pt had c-1 and c-2 spinal cables break 6 weeks post-operatively late in the year 2000. This was reported to co via e-mail on 3/22/2001. It was reported that the cables were removed. The cables were returned for evaluation. The evaluation is not yet complete. A follow-up report shall address the device evaluation as soon as it is complete. The cables were replaced with that of another brand.